Event description:
Infant born per forceps assisted delivery. Head depression on both temporal/parietal area. Xray of skull showed a fracture of the left lateral parietal bone with soft tissue swelling. Infant underwent CT head also. Transferred to another medical center to have pediatric neurosurgeon available if it became necessary.